Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection/proctectomy, at the first firing, the surgeon clamped the tissue, squeezed the handle, and pressed the green button, then fired the device. Though he fully squeezed the handle continuously for the last, the anchoring suture which fastened the tip of the sheet was not cut. Moreover, stapling wasn't able to be performed in 1-2 cm from the distal end. The procedure was completed with another device. There was no patient injury.